Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in. The technical support specialist (tss) identified that the account was locked in and confirmed that the issue was resolved by unlocking the account. Tss also advised that a witness was required to login so that the new users can re-register the biometric identifier. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was not able to sign into any stations and error message displayed unable to sign in when attempted to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.